Event description:
It was reported that the patient was seen with high impedance. The patient would like to proceed with either explant or revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.